Event description:
Two different defibrillators have been found to occasionally not turn on when wall power is disconnected. When re-connected to wall power both devices become functional. One of the affected devices, when sent to the manufacturer for repair, was returned to the hospital still exhibiting the problem. The hospital is concerned that this problem will occur during a code and have detrimental impact on patient outcome.